Event description:
Healthcare professional reported left side "severe capsular contracture". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "severe capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Observed a device, appear to be intact and next to the device have red biological tissue. It is not possible to determine the lot number or catalog through the photos provided.